Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that implantable cardiac monitor was undersensing the observed intrinsic rhythm. No intervention was reported. The device remained implanted.